Event description:
During an ambulatory phlebectomy, the end of the varady fb 1 (phlebectomy) hook broke off inside of the patient's right upper thigh. Using ultrasound guidance, the doctor was able to retrieve the broken piece after about 15 minutes of manipulation. The broken instrument was saved and will be returned to the manufacturer for failure analysis. Manufacturer response for surgical instrument, varady hook, varady double ended (per site reporter). The device will be returned for failure analysis.